Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 90% stenosed, 15mm long target lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. After pre-dilatation with a 2.0x15mm non bsc balloon, the physician attempted to place a 2.5x12mm taxus liberte stent, but was unable to cross the target lesion. Upon removal, stent damage was noted. The procedure was successfully completed with another taxus liberte stent. Post dilatation used a 2.0x15mm non bsc balloon resulting in 0% residual stenosis. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).